Event description:
A customer reported experiencing "inaccurate insulin gauge readings". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.